Event description:
The event occurred in the (B)(6) at (B)(6). The event is being reported due to intervention being required during the course of the implant procedure. There was no death or serious injury. The patch was implanted on the (B)(6) 2008. The surgeon carried out a left carotid endarectomy procedure. The patch was applied and the surgeon reported leakages along the patch. The patch was explanted. The doctor then closed the artery with a suture and the procedure was successfully completed.

Manufacturer narrative:
Device evaluated by manufacturer. Device to be analyzed. Results - device currently undergoing investigation, other tests are being identified. Conclusions: vascutek will respond to the surgeon and provide details of our investigation in our final report. Additional info: the patch has been returned to vascutek for analysis. The manufacturing and qc records have been reviewed and there was nothing untoward. (B)(4). On (B)(4) vascutek received a patch leakage complaint from (B)(6) also concerning batch 93321/4a which was explanted. On the (B)(4), vascutek received reports of six leakage occurrences from (B)(6). In summary vascutek have received a total of eight leakage reports, seven from north (B)(6) reported by (B)(6) and one from a hospital in (B)(6). Of the seven events from north (B)(6), four involved batch 93321/4a, where in one case intervention was required to explant the patch (this complaint). Two involved batch 95638/1c and one involved batch 92069/1a which was also explanted. None of the effected batches were distributed to USA. In five cases, the leakage was stopped by the use of fibrin glue and the procedure was successfully completed. Due to the increased frequency reported from the center in (B)(6) and the one in (B)(6), vascutek decided to conduct an investigation and as a precaution retrieve all the affected batches from the field. This has now been completed and none of the affected devices are available for implant. The reconciliation figures are given below. A large number of devices were never dispatched, but remained in stores. As stated previously, vascutek is conducting an investigation and again as a precaution the distribution of gelsoft patches has been suspended until the results of the investigation are known.